Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Review of event description: patient underwent revision surgery due to pain, metallosis, pseudotumor and elevated co level. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced in the report. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of durom/ldh system. It was reported, that the patient was implanted a durom us acetabular component 56/50 p on (B)(6) 2006 on the right side. The patient underwent a revision surgery in (B)(6) 2014 due to pain, pseudotumor, metallosis and elevated co levels. As the exact revision date was unknown, (B)(6) 2014 was taken as revision date.

Manufacturer narrative:
This case was reopened on (B)(6) 2017 to enter additional information which was received on (B)(6) 2017. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 code p. The patient was revised on (B)(6) 2014 due to pain, pseudotumor, metallosis, elevated co levels, fluid collection and debris.